Manufacturer narrative:
One used sample without original packaging was returned for evaluation. The bushing was received detached from the cone adapter. The components were viewed under uv light. There is visible evidence of application of adhesive with optical brightener for the catheter bushing. However, the cone adapter has the appearance of inconsistent application coverage. The manufacturing process was reviewed, and it was determined that a gap can between the bushing and the cone adapter. This gap can cause a weak bonding and air leakage between components. Corrective action has been taken. The complaint is confirmed with manufacturing related root cause. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for m5182t509 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the catheter became detached from the thumb valve, inside the sleeve. The patient was a child but no other information regarding the patient or the event has been provided at this time.